Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical devices: d274drg ICD, (B)(6) 2010, 6996sq58 lead, (B)(6) 2006. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information after being explanted and replaced. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.